Event description:
It was reported that during a da vinci si surgical procedure, the cable of the mega suturecut needle driver instrument snapped. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. Additional observation not reported by site is proximal clevis wearing. The proximal clevis cable hole exhibits wear on one edge. Other cables at the wrist are not damaged. Evidence is not conclusive, but wear on hole may have contributed to cable breakage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.